Event description:
It was reported that an ilet user experienced hyperglycemia of unclear cause, and troubleshooting and education were completed with the user. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included high glucose readings without report of hospitalization or long-term impairment. Investigation included review of device use and user guidance as part of troubleshooting. Investigation of this case revealed no confirmed device malfunction or component failure, and no reproducible fault was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.